Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter, without the tip and the distal shaft. The hub, hypotube, and proximal shaft were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 22-may-2019. It was reported that crossing difficulties were encountered. The 90% stenosed, 12mm x 3.50mm, target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced but could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.